Manufacturer narrative:
Initial reporter address: pharmacy department goods receiving (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused solution. The reporter stated that the device was filled with fluorouracil over 48 hours and 21 gauge pic lines were used, but most/all of the liquid was left in the pump after the 48 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured october 6, 2016 ¿ october 7, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.